Event description:
It was reported that during a corotid pta/stenting treatment procedure, stent delivery system removal difficulties were encountered. The carotid intervention was successful in that the stent was released perfectly. While withdrawiing the stent delivery system, the sheath suddenly fractured. The retained 3-4 centimeter section of broken sheath was eventually snared and successfully withdrawn. No pt injuries or complications were reported. Pt status is reported as 'good'. This product is approved 'ous' only, but is similar to a device marketed in the us.